Event description:
The case was completed and the physician was advancing the capture catheter to retrieve the filter when he noticed a separation in the wire just proximal to the filter. He removed the capture catheter and proximal end of the spiderx wire, advanced a 7mm snare and captured the 5 mm spiderx basket. Everything was removed and there was no pt injury reported. After closer look at the cine films there looks to be an ICD lead that was protruding through the graft that the spider wire got hooked on and then broke when the physician tried to retrieve.